Event description:
It was reported that after post operation bearing defect was observed. At the time of report there was no patient impact. Additional information was received stating that bearings were misaligned.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of bearing defect was able to confirmed. The likely cause of failure could be corrosion in the internal components. However it was also noted that laser markings faded, color ring damaged and unable to insert burr due to bearing misalignment. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.